Manufacturer narrative:
Device was used for treatment, not diagnosis. Concomitant med products: chuck with key device, quick coupling device the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the trigger of the device had too much resistance was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had an air leak. It was noted that the device was leaking air at the bottom. It was further determined that the device failed pretest for check for air leak. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that the compact air drive device was rotating to the right instead of rotating to the left, and the trigger screw was going too far when used with a chuck with key device and quick coupling device. It was reported that there may have been too much resistance and was later clarified to mean that the failure could have been caused from too much resistance. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.